Manufacturer narrative:
Approximate age of device - 0 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during implant of the heartmate 3, the initial outflow graft was being compressed on chest closure due to patient's small chest cavity, surgeon decided to make the outflow graft longer to avoid compression. The outflow graft was replaced without any adverse event of complications.

Manufacturer narrative:
Weight, implant date/explant date, d7, h8: additional information. Analysis conclusion: the reported event could not be confirmed. The center reported that, during implant, the initial sealed outflow graft was being compressed during chest closure due to the patient¿s small chest cavity. The surgeon elected to use a longer outflow graft to avoid the compression. The graft was exchanged without any adverse event or complication. The exchanged outflow graft was not returned for evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the aorta section instructs the user to stretch the graft completely, measure, and cut the sealed outflow graft to the appropriate length. No further information was provided. The manufacturer is closing the file on this event.